Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to congestive heart failure and high blood glucose over 500mg/dl. Troubleshooting was performed. Troubleshooting was performed. The time and date were incorrect. Assisted the customer with correcting. The bolus wizard settings and bolus history were accurate. Instructed the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.